Event description:
It was reported that during the implant attempt, the lead exhibited placement difficulty for an unknown reason. It was noted that the patient had a large atrium. The lead was removed and replaced with a new lead of a different model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.